Event description:
It was reported that the customer's blood glucose dropped and went into a coma and died while wearing the insulin pump. The caller stated that she passed away four to five years ago. The caller was not able to provide any other details. Attempted to contact the cousin and found that she was a second cousin. He stated that her parents and brothers had already passed. The customer did not have any family members or doctor to contact. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.